Manufacturer narrative:
Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter malfunctioned. It was noted that the "tip" or "head end" of the device was damaged and unable to drain properly. The procedure was said to be completed with a new drainage catheter. Additional information regarding the event was received on 16oct2025. The device was in place for about 5 minutes. It was said "the head end of the catheter cannot be pulled". Applying slight force to the catheter caused damage to the hub. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures and instruction for use (IFU), as well as a visual inspection, functional test and dimensional verification of the returned device, were completed during the investigation. One device was returned for evaluation in a used and damaged condition. The device was able to be flushed, confirming no obstruction. A leak test was then performed, with no leakage identified. No damage to the flare was noted when looking down into the hub. The device passed the 8.5 gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no relevant quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook was also able to review product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A tfe-coated wire guide must be used with ultrathane catheters. Instructions for use: unlocking catheter loop: for mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig. 4). How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided upon review of the dmr, DHR, and IFU, suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5, d9 - date returned to mfg. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the event was received 16oct2025. The device was in place about 5 minutes. It was said "the head end of the catheter cannot be pulled". Applying slight force to the catheter caused damage to the hub.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e1 - phone number: (B)(6). H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter malfunctioned. It was noted that the "tip" or "head end" of the device was damaged and unable to drain properly. The procedure was said to be completed with a new drainage catheter. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.